Event description:
A report was received that the patient will undergo an explant procedure. Reason unknown.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg due to pocket pain. The paddle lead remained implanted. The patient is reportedly well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure. Reason unknown.